Event description:
Reporter states the patient arrived at facility with an fms flexi-seal device already in place. Anal ulcerations were found where the edges of the tube lie against the tissue. The time frame of occurrence was unknown and the exact model of fms was unknown. No additional patient details were available.

Manufacturer narrative:
The adverse event 'anal ulcerations where the edges of the flexi-seal fms catheter was lying against the tissue' is deemed serious as it may require a surgical or medical intervention to preclude a more serious consequence for the patient. No other details are known at this time. A questionnaire has been sent out to the user facility to enable us to gather some more information. From a clinical perspective, a causal relationship between the fms device and the event is deemed possible because product use is temporally associated with the part of the body where the problem occurred. A lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing sites are listed below. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unknown, so the date used was the date convatec became aware. See scanned page.